Event description:
The account alleged that there is no audible alarm at the bed after the patient exits the bed. The bed does send a nurse call however. There were no injuries. The account replaced the bed exit siderail interface but the problem remains.

Manufacturer narrative:
The account replaced the scale patient positioning monitor board to repair the bed.